Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during fill 2 on the home choice (hc). The heater bag disconnected from the heater line. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps, close the transfer set and recycle power. The system error 2367 alarmed. The tsr advised the hp the air had entered the setup and therapy ended. The tsr advised the hp would need to start over with new supplies or complete therapy with manual supplies. The tsr explained to the hp when connecting the bags make sure the connections are tight. The hp stated he would end therapy for the night. The tsr advised the hp would need to inform the peritoneal dialysis nurse (pdn) of the se2240 and any missed therapy. The hp ended therapy for the night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore a batch review will not be conducted. This issue is being investigated through CAPA.